Manufacturer narrative:
(B)(4).

Event description:
Additional information was received as follows: it was reported that the stent grafts were implanted in abdomino-thoracic area and no vessels were covered. The physician cannot determine what the cause of the event is, but thinks debris moved while the wire was being inserted and moved through aorta. The aorta was described as shaggy with clots. The patient is still unconscious.

Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a 43 x 42 mm thoracic aortic aneurysm. The proximal neck diameter was 23mm, the distal neck diameter was 24.5mm. There was calcification from the puncture site to the lesion site and mild thrombus from the puncture site to the lesion site. Total de-branching and elephant trunk were done approximately two weeks prior to implant of the stent grafts. Another manufacturer¿s stent grafts were implanted as a planned treatment of the proximal aortic arch aneurysm. The plan was to approach from the right side and implant the stent grafts from the distal end first and then proximal. The patient had a stenosed celiac artery and another manufacturer¿s stent was placed just above the celiac artery and ballooning was carefully performed to prevent movement of thrombus during guide wire insertion. Pta was performed and the stent was implanted with ivus after the stent graft was implanted. Another manufacturer¿s guidewire was inserted from the lsa and snared from the right femoral artery. Delayed implant of the stent graft was done then the 6cm elephant trunk was made. The first device, which was 4mm larger than the synthetic vessel was implanted 12mm distally from where the proximal bare stent was (close to the entry site of the distal aortic arch aneurysm). The second device was extended distally by two stent lengths. The 150mm valiant stent graft was implanted to overlap the proximal portion of the first device to strengthen the radial force and straighten the wrinkle of the first device (from another manufacturer). Final angiogram showed no significant endoleak. Pta and implant of a stent were performed to address the stenosed celiac artery. Repeat angiogram confirmed a damaged distal vessel; however, the procedure was completed. The patient had a cerebral infarction on the same day and has not recovered. The physician commented that on the day of the procedure the patient had an onset of cerebral infarction. The patient is in a state of complete unconsciousness and has not recovered.